Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04236 addresses the first maxforce balloon, and manufacturer report #3005099803-2011-04237 addresses the second maxforce balloon, while manufacturer report #3005099803-2011-04238 addresses the third maxforce balloon. It was reported to boston scientific corporation a maxforce biliary catheter balloon was used during a biliary dilatation in the common bile duct (cbd) performed on (B)(6) 2011. According to the complaint, during the procedure, it was reported that the balloon would not inflate and there were no leaks or holes noted in the balloon. The complaint device was returned for evaluation along with two additional maxforce biliary catheter balloons with no known device malfunctions. Clinical follow up to obtain information on the two additional balloons had been unsuccessful however on (B)(6) 2011 preliminary investigation results revealed pinholes in all three maxforce balloons. Subsequent to (B)(6) 2011 clinical follow up was received that confirmed all three balloons had been used in the same patient and the procedure was completed with a fourth maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good. This complaint has been deemed reportable based on the investigation results revealing a pinhole in the balloon.

Manufacturer narrative:
Patient weight is unknown. (B)(6). Reported defect of pinhole in balloon material. Investigation results visual examination of the returned device found slight kinks along the length of the catheter. Functional test revealed a pinhole in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon pinhole was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.